Event description:
I purchased the fasciablaster in (B)(6) 2017. I originally bought this device with the hopes of getting pain relief for my neck. I also began "blasting' my entire body in hopes of ridding my body from cellulite. After using this on my stomach I began having terrible detox symptoms. Headache for days, gained 5 pounds, irregular periods and had terrible diarrhea that hasn't went away. I have stopped using this but my symptoms have remained. I saw my pcp yesterday and now have been referred to a gastroenterologist for a colonoscopy to determine if I have ibs. My doctor wants to rule out other possibilities before formally diagnosing me ibs. I also am diagnosed with severe depression and anxiety. This device has also messed with my hormones and only added to my depression and anxiety. My doctor has also ordered labs for blood work to be done now.